Event description:
Customer reports that the lancet does not fully retract inside of the softclix lancet device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.